Event description:
The pt underwent implantation of a synchromed pump in 1999 with a catheter implanted in 1994 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The pt underwent replacement of catheter due to a catheter kink in 1999. The pt underwent explantation of pump in 2000 after pocket redness was noted. A pocket wound culture was performed but no results were available in the clinic chart. The pt was treated with IV and po antibiotics. The pt recovered from the infection and underwent implantation of a new pump and catheter in 2000.